Event description:
A physician reported that a patient received her second skin test on 05/28/97 in the left forearm. She developed a rash on the temple soon after the second skin test (exact date of onset unknown). The skin test site remained asymptomatic. The physician believed the rash was related to the collagen skin test. No medical or surgical intervention was prescribed or planned.

Manufacturer narrative:
On 22 july 1997, clinical report forms were returned by the physician. On 30 may 1997, the rash appeared on left first finger and left side of forehead. The pt was told to use otc steroid cream.